Event description:
On 07/02/1998, the international distributor informed the MFR via fax that a customer in thier territory experienced a problem with this device. The report states the following: when the physician was trying to advance the wire guide through the needle into the vessel, the wire bent approximately 1 1/4" from the j-tip and could not be advanced into the vessel any further. The device was implanted with the help of an extra introducer set. The guidewire was scheduled to be returned to the MFR for analysis. No further details were provided at this time.